Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk and cracked display window corner.

Event description:
It was reported that the customer pushed back the drive support cap back into the insulin pump casing. The blood glucose reading was 101mg/dl. Troubleshooting was performed, and the drive cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.